Manufacturer narrative:
Date of event: unknown, used first date of the month the issue was reported.

Event description:
It was reported that the patient indicated the inflatable penile prosthesis, implanted 2-3 years ago, seldom worked and only occasionally inflates.